Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 2 years and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2018 the patient was admitted with reoccurrence of bacteremia, the patient had a history of bacteremia on home antibiotics, and the bacteremia was related to the patient's gums and recent cleaning. During admission, the patient had chest pain with troponin 0.2 micrograms per liter, and had an increase in lactate dehydrogenase (ldh) 895 u/l. The patient was provided with intravenous antibiotic, transesophageal echocardiography (tee) was performed. Ldh isoenzymes, plasma free hemoglobin and haptoglobin was sent to labs for testing. The customer was considering heparin drops for patient. On (B)(6) 2018, it was reported that the patient was stable inpatient with intravenous antibiotic and will continue to treat medically and get more information. The manufacture's technical service representative reviewed the submitted log file, and observed an intermittent power and flow elevation on 28aug2018. No other unusual events was observed.

Manufacturer narrative:
The pump remains in use supporting the patient and therefore not available for evaluation. A correlation between the device and the reported ldh elevation and chest pain could not be conclusively determined. Log file evaluation confirmed the power briefly increased to 8.7w on (B)(6) 2018 8:17pm and corresponded to a flow of 11.9lpm. A specific cause could not be conclusively determined. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.